Manufacturer narrative:
(B)(4). Evaluation summary: x-ray demonstrated wireform intact, and commissures 1 and 3 bent. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect and 10mm on leaflets 1 and 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 5mm near commissure 1, and leaflets 1 and 2 by approximately 4mm near commissure 2 on outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. The free margin of leaflets 1 and 2 were rolled towards the outflow aspect due to host tissue overgrowth. The sewing ring was cut around the valve circumference. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. In this case, a definitive root cause for the excess pannus growth after an implant duration of 6 months could not be conclusively determined. However, it is possible that the pannus growth could be related to the patient¿s younger age ((B)(6) years old). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a (B)(6) year-old patient with a bioprosthetic mitral valve, implanted for approximately six (6) months, presented with mitral regurgitation requiring redo-mvr. The patient has been discharged from the hospital. No other details provided.

Event description:
Edwards received notification that a (B)(6) male patient with a 27mm pericardial mitral valve, showed early signs of calcification after an implant duration of approximately six (6) months. The indication for initial surgery was bacterial endocarditis. A non-edwards valve was implanted in replacement. The patient was discharged. As per product evaluation, calcification was not confirmed but host tissue leading to stenosis.

Manufacturer narrative:
Supplemental report submitted to correct.